Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. UDI for concomitant product- (B)(4) _gtin not found.

Event description:
It was reported that the patient was unable to use their neurostimulator due to a red light on the remote. The patient had a revision surgery, where it was discovered that their lead was fully broken, however, the cause of the lead break is unknown. The entire system was replaced, and a fragment of the lead was left in the sacrum. Stimulation was restored. There were no reported patient complications. The patient had a follow-up appointment scheduled for (B)(6) 2025 to see how the patient is doing.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 UDI for concomitant product- (B)(4) not found h6 device codes - corrected the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Cause of the fracture could not be established, but are known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen.

Event description:
It was reported that the patient was unable to use their neurostimulator due to a red light on the remote. The patient had a revision surgery, where it was discovered that their lead was fully broken, however, the cause of the lead break is unknown. The entire system was replaced, and a fragment of the lead was left in the sacrum. Stimulation was restored. There were no reported patient complications. The patient had a follow-up appointment scheduled for (B)(6) 2025 to see how the patient is doing.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 UDI for concomitant product- (B)(4) not found.

Event description:
It was reported that the patient was unable to use their neurostimulator due to a red light on the remote. The patient had a revision surgery, where it was discovered that their lead was fully broken, however, the cause of the lead break is unknown. The entire system was replaced, and a fragment of the lead was left in the sacrum. Stimulation was restored. There were no reported patient complications. The patient had a follow-up appointment scheduled for (B)(6) 2025 to see how the patient is doing.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 UDI for concomitant product- (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Cause of the fracture could not be established, but are known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen.

Event description:
It was reported that the patient was unable to use their neurostimulator due to a red light on the remote. The patient had a revision surgery, where it was discovered that their lead was fully broken, however, the cause of the lead break is unknown. The entire system was replaced, and a fragment of the lead was left in the sacrum. Stimulation was restored. There were no reported patient complications. The patient had a follow-up appointment scheduled for (B)(6) 2025 to see how the patient is doing.